Event description:
It was reported that during the procedure to treat stones in the ureter, when fragmenting the stones the fiber burned. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified the fiber was received in one piece. Microscopic inspection of the fiber tip identified it had degraded. Functional testing identified there was no light present from the sma connector, indicating that there was a fiber fracture within the connector. Melting was also observed on the face. Testing also showed the fiber had been used seven times. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states that in the event of no output energy the fiber connector may be hot to touch. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure to treat stones in the ureter, when fragmenting the stones the fiber burned. It was noted the fiber had be reprocessed/resterilized, however it was not known how many times. There was no injury to any user/operator as a result of the event. No error messages were received on the screen. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure to treat stones in the ureter, when fragmenting the stones the fiber burned. It was noted the fiber had be reprocessed/resterilized, however it was not known how many times. There was no injury to any user/operator as a result of the event. No error messages were received on the screen. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.